Event description:
It was reported, the ipg has reached the end of life. It is unknown if it prematurely depleted. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.